Event description:
The reporter called and alleged discrepant results when compared to the lab for two pts. The reported device result/lab inr was 6.9/3.7 on 9/19/06 and 5.3/2.93 on 08/24/06. No treatment was given to the pts. The device was replaced and requested to be returned for eval.